Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that scratches to the display of the insulin pump and difficult to read. The customer¿s blood glucose level was unknown at time of incident. Customer states that insulin pump had rejected new batteries and rainbow effect. Insulin pump rewinds slowly. The insulin pump will not be returned for the analysis.